Manufacturer narrative:
H3: one device was received for evaluation. No service history review was found. The probable cause of the customers¿ issue was overheating. Remediation was completed, the device was recalibrated to meet specification requirements, and the unit passed all performance verification tests.

Event description:
It was reported that the device was overheating and had cracked tubing. There was no reported patient involvement.